Event description:
I got breast implants ¿2007¿¿. Started getting sick (B)(6) 2008. After years and years of going to the ER, hospitalized, doctor appts no one could tell me what was wrong with me. In 2012 finally diagnosed with hashimoto¿s disease. Wasn¿t until 2018 I got my implants redone that I got even more sick. Legs going paralyzed, hashimoto¿s flare, chronic fatigue, chronic pain and 50 + more symptoms again in and out of hospitals and doctor appts that I finally came across bll and fireworks went off!! I¿m 100% convinced my breast implants are to blame. I¿m so sick and have over 90% of bll symptoms! I demand justice and necessary steps to protect women from these toxic bags. This is not a coincidence that so many women have been sick! If you don¿t do something it could be your mother, your sister or your daughter next! This needs to be taken seriously and implants need to be taken off the market! I don¿t know my exact test names but if you want the hundreds+ of medical reports and documents over the last 13 years be my guest! 2007 implants healthy athlete prior and 2008 to 2020 must have 500+ ER/dr. I¿d be happy to give you! FDA safety report ID # (B)(4).